Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
Boston scientific received information that this left ventricular (lv) was removed from service due to phrenic nerve stimulation and non-capture. Programming was not able to resolve the stimulation and the lead was unable to be repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted a cut in the insulation approximately 352mm from the terminal pin. Resistance testing was performed which confirmed the electrical continuity of the lead. Damage to the lead was confirmed to have occurred during the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.